Event description:
Revision surgery - due to the surgeon having found that the patient had mid flexion instability.

Manufacturer narrative:
The reason for this revision surgery was mid flexion instability. The previous surgery and the revision detailed in this investigation occurred over 9 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was one non-conforming material report (ncmr) associated with the explanted part. Ncmr# 33968 associated with the part 233-01-110, 3d knee non-porous femoral component, machined, size 10 which documents a nonconformance that out of 10 quantity lot all items were reworked due to incorrect product UDI barcodes on exterior packaging and were accepted. The device was within it's respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to mid flexion instability. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical, they are: patient bone deterioration, inadequate soft tissue support, ligamentous tear, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.